Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate of this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were replaced in sites #18 and #20 on 2/12/97 in which bone augmentation was performed using freeze-dried bone and resorbable membrane. The pt has a history of osteoporosis. The implants were removed on 5/20/97 due to pain. The removal of the other implant is covered under MFR's report #1222315-1997-00189.